Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of dissection is listed in the xience pro everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
The procedure was to treat a mildly calcified, tortuous, de novo lesion in the mid left anterior descending artery. Using a femoral access, during deployment of the xience pro 3.5 x 28 mm, a dissection occurred that required treatment with another xience pro. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.